Event description:
It was reported that the balloon was stuck with the guidewire. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was stuck with the non boston scientific guidewire. The device was removed as a single unit. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).